Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon in this case made the following observations, "dhs constructs sometimes fail in unstable fracture pattern, a rod would have been stronger but was relatively contraindicated'. The primary procedure was for a intertrochanteric neck of femur facture in a 79 year old woman. The original plan had been for a gamma nail and a long gamma nail protecting a previous stress fracture. However, she had a patent foramen ovale and on consultation with cardiology and anaesthesia a decision was made to change to a dynamic hip screw (dhs) as this was the lesser risk of embolism on her brain.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was discharged from (B)(6) hospital following a right dynamic hip screw for an intertrochanteric neck of femur fracture. Seventeen days later client admitted to (B)(6) hospital due to a right hip fixation failure following a twisting injury 3 days prior to presentation. An xray confirmed lower three screws attaching the dhs plate had fractured and the position of the plate had migrated. This complaint involves five (5) devices. This is 1 of 5 for report (B)(4).